Manufacturer narrative:
We are waiting for additional info. We are unaware about pt injury.

Event description:
The laser system has the following problem: "system broke down during case". No adverse effects to pt were reported.